Event description:
Reporter wore patch on lower back for about 4 hours in 2007. When she removed patch, she had second degree burns on back. She did not seek medical attention and treated area with neosporin and covered with bandages. Consumer has used patches in the past without a problem. Husband used a patch from the same package without a problem. Consumer was using aspirin at the time of use. Burns have healed, but she has 3 scars remaining in burn area and concerned they may be permanent.